Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effects of tissue damage and death appear to be related to the procedural conditions. The reported patient effects of death and tissue damage as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage and death. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, slightly reducing the mr to 4. The second clip (81121u145) was implanted lateral of the first clip, reducing the mr to 3-4. After the second clip implanted, a rupture was noted on the annulus. There was a residual jet between the 2 implanted clips that could not be treated with an additional clip as there was not enough room; therefore, the patient was sent for surgery. On (B)(6) 2019, the patient died due to post surgical complications. No additional information is available.